Event description:
It was reported that a patient implanted with an implantable pulse generator (ipg) is deceased. It was further alleged that the death was due to the device. No additional information related to the death is available.